Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with failure code f-49 was confirmed during product evaluation. This condition was caused by a malfunction in the real time clock (rtc), abnormal rtc data. All configuration option settings were reset as per service manual to correct the reported condition. A follow-up report will be filed if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code f-49; this condition had the potential to interrupt delivery. This condition was found in the "3b area". It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.